Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cassette leaked during a procedure. The cassette was replaced and the procedure was completed. There was no known harm to the patient or operating room staff. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
. Only a few droplets of fluid flowed from the drip chamber to the cassette. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. It was noted during laboratory testing the drip chamber ball valve was stuck which inhibited fluid flow to the cassette when priming was attempted, however, this is unrelated to cassette leakage and would not have resulted in the customer's experience of "cassette leakage." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. Only the administration manifold was wet with balance salt solution (bss). The ball in the drip chamber¿s check valve did not move. The yellow stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample failed to prime, and generated a system message code. Droplets of fluid flowed from the drip chamber on the administration manifold to the cassette. The ball in the drip chamber of the admin line was stuck which will inhibit the flow of fluid from the bss bottle into the cassette. Replacing the administration manifold from the one in the lab stock, the sample was tested again. The sample could prime and pass intraocular pressure (iop) calibration successfully. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint is related to an error during the supplier's manufacturing process. A stuck ball valve observed in the drip chamber was found to inhibit fluid flow which resulted in overflow droplets from the drip chamber. Action will not be taken based on this occurrence, however, the supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4)